Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, in real time. This is when the blown fuses were discovered to be the root cause of the reported issue. The system power line fuses were replaced at time of the incident and the issue was resolved. The fuses were discarded on-site, so no part return is expected.

Event description:
A medtronic representative reported that the imaging system would not boot up. The power line fuses were replaced with spares, and the issue was resolved. There was no patient present when this issue was identified.